Event description:
It was reported that the physician was implanting a gore viatorr tips endoprosthesis in a pt with peristomal bleeding. A direct intrahepatic portosystemic shunt method was utilized because the right hepatic vein branched superiorly from the inferior vena cava, instead of inferiorly which would have made the traditional tips transjugular approach anatomically difficult. First, an 8mm bare metal stent was deployed. Then, a 10mm viatorr device was advanced into the bare metal stent and deployed being constrained to 8mm by the outer stent. Within a week after the original procedure a revision procedure was performed to treat a thrombus.

Manufacturer narrative:
A review of the mfg records for the devices could not be conducted because the lot number remains unk. The device remains implanted in the pt therefore an engineering investigation could not be performed. Date of procedure is unk.